Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -6.0/+3.0/002 (sphere,cylinder,axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The surgeon reports the patient experienced glare/haloes. On (B)(6) 2023 the lens was explanted. This resolved the problem. It was additionally noted "patient is happy". The cause of the event was reported as unknown.